Manufacturer narrative:
(B)(4): physio-control has performed numerous attempts to contact the customer regarding their reported issue but has been unsuccessful. The customer has not returned the device to physio-control for evaluation.the cause of the reported issue could not be determined.

Event description:
The customer reported that their device was not delivering defibrillation energy during a testing scenario. There was no report of any patient use associated with the reported issue.